Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that insulin pump had power loss alarm. Customer's blood glucose level was 300 mg/dl at the time of incident. It also stated that pump was not alarming at the time of call. Insulin pump will not return for analysis.